Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver board was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported a loss of fluoroscopic functionality. There was report of a pt or a user injury.